Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for charge circuit timeout. The device is at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.